Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an error code related to a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow up report will be filed.